Event description:
The customer reported that fluoroscopy stopped. The failure occurred during a medical treatment of an arrest of hemorrhage of a head aneurysm. The pt died several hrs afterward.

Manufacturer narrative:
(B)(4). (Method, result, conclusion): investigation is still ongoing on this event. When investigation is completed a f/u report will be sent to the FDA.